Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 533 mg/dl due to an insulin leak. Customer has changed sets three times this morning and then took insulin injection. Customer is able to change the infusion set. The customer did not return the product back for analysis.